Event description:
User advanced the device through endoscopy to target area, but found out the handle broken after biopsy. User then changed to another same device to complete the procedure. Related to pr (B)(4)/3001845648-2022-00500 and pr (B)(4)/ 3001845648-2022-00858.

Manufacturer narrative:
PMA 510k# k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 18-dec-2023.

Manufacturer narrative:
PMA/510(k) #k210476. Device evaluation: 1 unit of lot c1864996 of echo-19 was returned opened in its original packaging. This file is related to two other files: - (B)(4) (original file) - MDR ref#3001845648-2022-00500. - (B)(4) - MDR ref#3001845648-2022-00858. The device related to this occurrence underwent a laboratory evaluation on 05 september 2023. Visual inspection: - distal end of needle examined no issue observed. - proximal needle kink observed below the the sheath extender. - needle handle observed to be broken. Functional inspection: - sheath extender able to advance but cannot pass the proximal kink and retract without issue. - needle handle unable to advance and retract. Lab re-eval 08 march 2023; visual inspection: - slight evidence of residue on inner handle possibly glue. Manufacturing records: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c1864996 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and / label: the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is evidence to suggest that the customer did not follow the instructions for use as the user knowingly used a damaged device which would be considered as user error as per ifu0101 "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" (ifu0101). Image review: an image was not returned for evaluation. Root cause review: a definitive root cause could be attributed to user error. The user knowingly used a damaged device as detailed by the customer in the additional info where they stated that the device was damage on removal from the packaging. The customer knowingly used the damaged device which would be considered as user error as per IFU which instructs the user to check the device for any defects prior to use and if any abnormalities were observed the user should not use that device. Summary: complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.